Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 28.6 mmol/l contributed to by air bubbles in the pump system. The reporter indicated being prescribed prednisone at the time of the event and the health care provider had made changes to the basal and bolus settings related to the event. The reporter indicated that there was no damage noted to the cartridge or infusion set related to the air bubbles. The cartridge filling technique was reviewed with the reporter and confirmed that the cartridge appeared to be filled correctly and the infusion set was confirmed to be secured to the luer lock appropriately. This event is reported based on the allegation that the patient experienced hyperglycemia associated with air bubbles in the system.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.